Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera displayed, "localizer not connected." User tested the camera on another navigation system and it worked. User verified green lights on the camera as well. Ts requested to verify indicator lights on the scu and try another cable on the scu to camera connection. No patient was present at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.